Event description:
The consumer stated that he utilized three of the fabric antibacterial xl bandages at the rate of one per day, changing after taking a shower, on a cut on his left shin area. After 3 days, he noted that his leg had turned dark brown/red in the area where the pad of these bandages contacted his leg. Pt reported that he ceased using these bandages immediately. He also reported that he began to experience outbreaks of what could be termed mass sporadic itching on both of his legs, arms, stomach, and chest areas. A rash developed and bleeding broke out in these areas. He also reported that he experienced shortness of breath and went to his local urgent care physician. He stated that he was prescribed prednisone 20mg and diphenhydramine hcl 25mg and his physician strongly advised that if he did not improve in the following 24 hours, to return for add'l treatment immediately.

Manufacturer narrative:
Samples of the antibacterial 0.1% benzalkonium chloride pad was tested by the product supplier. The product meets the spec requirements.